Event description:
It was reported that the piston on the pump was broken. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.